Event description:
It was reported that the pump battery was depleting quickly. Reportedly, the customer resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.